Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Device received with cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display and center button had crack. The customer also reported that insulin pump was exposed to the moisture. The troubleshooting was performed and the display did not returned. The customer reported that the battery cap was neither damaged nor corroded. The device will be returned for the analysis.